Event description:
During a ptca treatment procedure, the choice pt plus guidewire fractured. The lesion being treated was 90% stenotic lesion in the distal right coronary artery (rca). The choice pt guide wire was inserted into the lesion which was then dilated by a high pressure balloon. Upon removing the guidewire following the intervention, the physician noted that the tip of the choice pt guidewire was slightly bent. When he attempted to straighten the bend by hand, the tip of the guidewire fractured. Another choice pt plus guidewire was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'